Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: needles 13x0,30 with defect. The needles are clogged. Info add .: infused that they are evidencing the deviation in several needles. The drug used is glucose, however, they use the needle for this purpose for a long time. Reports that sometimes due to clogging, the vein is lost and bruising, unable to continue the procedure. Material used in the treatment of varicose veins. Without damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: needles 13 x 0,30 with defect. The needles are clogged. Info add .: infused that they are evidencing the deviation in several needles. The drug used is glucose, however, they use the needle for this purpose for a long time. Reports that sometimes due to clogging, the vein is lost and bruising, unable to continue the procedure. Material used in the treatment of varicose veins. Without damage.